Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal device characteristics .

Event description:
It was reported that during the implant procedure, the lead could not be inserted to the pulse generators header. The device was no longer used and replaced.